Manufacturer narrative:
An event regarding other (tissue damage) involving a titanium baseplate was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported 15 minutes post operation that the patient had a bleeding vessel behind the baseplate. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. Device evaluated by manufacturer? Not returned to the manufacturer.

Event description:
It was reported that during a primary left mako tka, 15 minutes post-op, the rep was informed by or staff that the surgeon had a bleeding vessel behind the baseplate. The surgeon wanted to cauterize and needed to remove the insert to do so. After removing the insert for cauterization, it was discovered that the second poly was not in the hospital. Jr rep waited downstairs for the new insert, 15 minute delay. It is unknown if a tourniquet was used. The cause of the bleeding is unknown.